Event description:
The consumer stated that she has been experiencing tss-like symptoms which include nausea, rash, diarrhea, and a swollen face after the use of tampons. The consumer indicated that she's planning to follow-up with her doctor.

Manufacturer narrative:
Device history record is in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.